Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6); product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 31893283.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) and lead anchor site. The patient also had inadequate pain relief. The patient underwent an explant procedure wherein all device components were removed and not returned.